Manufacturer narrative:
H2 correction. H6 health effect impact code - removed "temporary impairment."

Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hyperglycemia and loss of consciousness.

Event description:
It was reported that an unspecified malfunction/issue occurred. On (B)(6) 2025, it was reported that the reported found the patient unresponsive at home around 06:00 pm and called 911. No symptoms were felt prior to the event and the patient could not remember the last known cgm reading and the reporter didn't take a bg fingerstick (fs) before calling 911. When the rescue team arrived, they mentioned that the glucose was too high (no exact value reported) and was not able to check the patient's cgm at that time. No treatments or medications were provided before going to emergency room (ER), the patient was rushed to onslow memorial hospital, and there, the nurse took a fs and the bg was 1300 mg/dl (no cgm value was reported). The nurses removed the patient's dexcom device and insulin pump. The patient was prepped for surgery and had it on her stomach to check her bowels and see what was causing her reading to be that high. After surgery, the patient stayed in the intensive care unit (ICU). There was still no medications provided as per the reporter. The patient stayed in the ICU until the next day on (B)(6) 2025 and was released around 12:00 pm and got picked up by a helicopter to be transferred to vidant medical center - east carolina university where she was administered insulin drip going thru IV (no exact dosage was reported). The patient was still admitted the medical center at the time of call and was still having insulin drip going thru IV. The patient did report that her bgm reading ranges now from 200mg/dl to 250 mg/dl. No data was provided for evaluation. The allegation and the probable cause could not be determined. No additional patient or event information is available.